Event description:
It was reported that during a lap gastric bypass, the staples were malformed. Used a new reload to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.